Event description:
The customer reported the release buttons were sticking on the leg extension. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extension unit was replaced. The system was then found to be working as intended.